Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device exchange procedure due to normal eri, a lead insulation abrasion was noted. All electrical parameters were within range; thus, the physician elected to repair the lead. The lead remains implanted and the patient was in stable condition.